Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high wbc and unexpected character (d) on the left side of the qbc results without instrument generated flags. The erroneous results were not reported out of the laboratory. The samples were repeated twice and similar results were obtained. The operator performed a manual wbc count to verify low wbc results. No death, serious injury, or patient treatment was impacted by this event.

Manufacturer narrative:
Qc is within specification with respect to controls (accuracy) and reproducibility (precision). A bci field service engineer (fse) discovered that the instrument did not have the correct printer driver. Service was dispatched to install printer drivers.